Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain/extreme cramping and abdominal pain/suprapubic abdominal cramping") and ovarian cyst ("bilateral ovarian cysts") in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Medical conditions: her period prior to essure were every 28 days, lasted three to four days with normal flow and minimal cramping. Previously administered products included for birth control: depoprovera. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 1 year 5 months after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). On (B)(6) 2014, the patient experienced nausea ("nausea"), vomiting ("vomiting") and diarrhoea ("diarrhea"). On (B)(6) 2016, the patient experienced ovarian cyst (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding") with vaginal haemorrhage. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("pain after intercourse"), arthralgia ("joint pain in knees"), weight increased ("weight gain"), fatigue ("fatigue."), endometriosis ("minimal pelvic endometriosis"), migraine ("migraine headaches"), abdominal pain lower ("left lower quadrant pain") and vaginal haemorrhage ("vaginal bleeding with clot"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy (B)(6) 2016), surgery (diagnostic laparoscopy on (B)(6) 2011) and surgery (left ovarian cystectomy (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, ovarian cyst, menometrorrhagia, dysmenorrhoea, dyspareunia, arthralgia, weight increased, fatigue, back pain, nausea, vomiting, diarrhoea and dysfunctional uterine bleeding had resolved and the endometriosis, migraine, abdominal pain lower and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, diarrhoea, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menometrorrhagia, migraine, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: no acute findings. Ultrasound scan - on (B)(6) 2016: bilateral ovarian cyst. (B)(6) 2011: diagnostic laparoscopy: operative report noted the postoperative diagnoses as chronic pelvic pain, possible minimal pelvic endometriosis and left ovarian cyst. Most recent follow-up information incorporated above includes: on 30-apr-2018: new lab data provided; minimal pelvic endometriosis, left ovarian cyst, migraine headaches, left lower quadrant pain, and vaginal bleeding with clot were added as event. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), abdominal pain ('abdominal pain/extreme cramping and abdominal pain/suprapubic abdominal cramping') and ovarian cyst ('bilateral ovarian cysts') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: her period prior to essure were every 28 days, lasted three to four days with normal flow and minimal cramping. Previously administered products included for birth control: depoprovera. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"), 1 year 5 months after insertion of essure. On (B)(6) 2014, the patient experienced nausea ("nausea"), vomiting ("vomiting") and diarrhoea ("diarrhea"). On (B)(6) 2016, the patient experienced ovarian cyst (seriousness criterion medically significant) and experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding") with vaginal haemorrhage. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("pain after intercourse"), arthralgia ("joint pain in knees"), fatigue ("fatigue."), endometriosis ("minimal pelvic endometriosis"), migraine ("migraine"), abdominal pain lower ("left lower quadrant pain"), vaginal haemorrhage ("vaginal bleeding with clot"), genital haemorrhage ("abnormal bleeding") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (left ovarian cystectomy (B)(6) 2016, otal vaginal hysterectomy, bilateral salpingectomy (B)(6) 2016, diagnostic laparoscopy on (B)(6) 2011 and total vaginal hysterectomy, bilateral salpingectomy (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, ovarian cyst, menometrorrhagia, dysmenorrhoea, dyspareunia, arthralgia, weight increased, fatigue, back pain, nausea, vomiting, diarrhoea and dysfunctional uterine bleeding had resolved and the endometriosis, migraine, abdominal pain lower, vaginal haemorrhage, genital haemorrhage and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, diarrhoea, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menometrorrhagia, migraine, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage, vomiting and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: results: no acute findings. Ultrasound scan - on (B)(6) 2016: results: bilateral ovarian cyst. Diagnostic results: (B)(6) 2011: diagnostic laparoscopy: operative report noted the postoperative diagnoses as chronic pelvic pain, possible minimal pelvic endometriosis and left ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), abdominal pain ('abdominal pain/extreme cramping and abdominal pain/suprapubic abdominal cramping') and ovarian cyst ('bilateral ovarian cysts') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: her period prior to essure were every 28 days, lasted three to four days with normal flow and minimal cramping. Previously administered products included for birth control: depoprovera. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"), 1 year 5 months after insertion of essure. On (B)(6) 2014, the patient experienced nausea ("nausea"), vomiting ("vomiting") and diarrhoea ("diarrhea"). On (B)(6) 2016, the patient experienced ovarian cyst (seriousness criterion medically significant) and experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding") with vaginal haemorrhage. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("pain after intercourse"), arthralgia ("joint pain in knees"), fatigue ("fatigue."), endometriosis ("minimal pelvic endometriosis"), migraine ("migraine"), abdominal pain lower ("left lower quadrant pain"), vaginal haemorrhage ("vaginal bleeding with clot"), genital haemorrhage ("abnormal bleeding") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (left ovarian cystectomy (B)(6) 2016, otal vaginal hysterectomy, bilateral salpingectomy (B)(6) 2016,diagnostic laparoscopy on (B)(6) 2011 and total vaginal hysterectomy, bilateral salpingectomy (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, ovarian cyst, menometrorrhagia, dysmenorrhoea, dyspareunia, arthralgia, weight increased, fatigue, back pain, nausea, vomiting, diarrhoea and dysfunctional uterine bleeding had resolved and the endometriosis, migraine, abdominal pain lower, vaginal haemorrhage, genital haemorrhage and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, diarrhoea, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menometrorrhagia, migraine, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: results: no acute findings. Ultrasound scan - on (B)(6) 2016: results: bilateral ovarian cyst. Diagnostic results: (B)(6) 2011: diagnostic laparoscopy: operative report noted the postoperative diagnoses as chronic pelvic pain, possible minimal pelvic endometriosis and left ovarian cyst. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received. Event abnormal bleeding added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain/extreme cramping and abdominal pain/suprapubic abdominal cramping") and ovarian cyst ("bilateral ovarian cysts") in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Medical conditions: her period prior to essure were every 28 days, lasted three to four days with normal flow and minimal cramping. Previously administered products included for birth control: depoprovera. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 4 years 1 month after insertion of essure, the patient experienced nausea ("nausea"), vomiting ("vomiting") and diarrhoea ("diarrhea"). On (B)(6) 2016, the patient experienced ovarian cyst (seriousness criterion medically significant) and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") with vaginal haemorrhage. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("pain after intercourse"), arthralgia ("joint pain in knees"), weight increased ("weight gain"), fatigue ("fatigue.") And back pain ("back pain"). The patient was treated with surgery (diagnostic laparoscopy on (B)(6) 2011 and total vaginal hysterectomy, bilateral salpingectomy and left ovarian cystectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, ovarian cyst, menometrorrhagia, dysmenorrhoea, dyspareunia, arthralgia, weight increased, fatigue, back pain, nausea, vomiting, diarrhoea and dysfunctional uterine bleeding had resolved. The reporter considered abdominal pain, arthralgia, back pain, diarrhoea, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, menometrorrhagia, nausea, ovarian cyst, pelvic pain, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: bilateral ovarian cyst. Company causality comment: incident - no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.